Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the image is blurry and hard to see.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system had poor image quality, the image was blurry and hard to see was confirmed. The image showed two dark streaks, the cause is an internal failure in the probe causing the image to show the streaks. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the image is blurry and hard to see.